Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) removal surgery three years ago due to unspecified reasons. A new double cuffed aus system was posteriorly implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The patient did not experience any adverse events and was said to be recovering following the procedure. No more information available at the moment. Should additional information become available, it will be provided.